Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was the bleeding related to searching for the needle? What was the source and triggering event of bleeding? Was a blood transfusion required? Does the needle remain retained in the patient¿s vaginal muscle? If yes, is a second procedure planned or scheduled to remove the needle? Were the antibiotics prescribed prophylactically? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a vaginal delivery on 10/31/2022 and suture was used. Post delivery, while the doctor was repairing patient's perineum and completing a stitch in the vaginal muscle tissue, the suture material disconnected from needle. The needle fell deep into the muscle tissue of patient's vaginal muscle. The needle was not palpable by 1 rn or 2 doctors. The needle was confirmed to be in the right side of the vagina by xray. The patient continued to bleed during the attempt to retrieve the needle and had an ebl of approximately 1 litre. The patient required txa and antibiotics. No ob/gyn was on call. The needle, a retained foreign object, was left in situ. The patient is to be seen by the doctor (ob/gyn) while admitted. Additional information was requested.